Manufacturer narrative:
Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: rupture/deflation. Tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander's shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected. Gel mixing: no deviation or abnormality detected. Primary packaging: no deviation or abnormality detected. Sterilization: no deviation or abnormality detected. Second sterilization round: no deviation or abnormality detected. Secondary packaging: no deviation or abnormality detected. Labeling: no deviation or abnormality detected. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above.

Event description:
Allegedly, the expander had to be changed due to a rupture. No filling was possible. Revision surgery was indicated because the expander lost volume.

Manufacturer narrative:
After analyzing the report, the alleged event could not be confirmed due to the lack of clinical evidence at the time of this investigation (explant). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery that can occur at any time. However, we conducted an internal investigation and there were no indications of abnormalities in raw materials or manufacturing processes that could have affected this particular batch. In conclusion, after analyzing all the documentation corresponding to the event, it is concluded that the units produced for this batch, according to the records, did not present significant deviations from the specifications required by the quality system standards that could have contributed to this event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above.